Manufacturer narrative:
One medfusion 4000 pump was returned for analysis with some case damage. The device was tested by self-testing and the occlusion testing. The investigation could not duplicate customer stated problem. The pump had a blue token supercap. The damaged was repaired, the main board was replaced, and the device was calibrated to resolve the issue.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a primary audible alarm failure. There was no patient involved.